Manufacturer narrative:
(B) (4). The meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was not found in meter's memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 300 mg/dl, 421 mg/dl, 421 mg/dl, and 143 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The customer reported receiving a high reading around 400 mg/dl on their freestyle freedom lite meter compared to a reading around 200 mg/dl on a competitor's meter. The customer experienced confusion and a loss of consciousness. There was no report of treatment or third party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.